Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device catalog #: 306574 was provided, however, event description and symptoms do not match this product. Medical device lot #: 9162529 was provided but is not a manufactured batch # for a catheter. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no sample was received. No photo was provided. This report is created since the catalog# 306574 it is mentioned; anyway; the symptom reported has nothing to do with the posiflush syringe. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. This is the 1st complaint for lot # 9162529 for this type of defect or symptom. CAPA not required at this time.

Event description:
It was reported that during use leakage occurred at the catheter and hub junction with an unspecified bd catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: it was reported that catheter was leaking at the junction of the catheter and yellow piece.